Event description:
The device has been explanted.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Analysis of the returned device identified: creases fold, wear abrasion, opening curved on posterior and white particle. Leak test and microscopic analysis were performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area and opening crease sharp on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.